Event description:
The customer reported that on (B)(6) 2013, during a shoulder arthroscopy the ceramic tip of the 4.2mm trident alpha resection ablator detached from the body of the ablator. The surgeon was able to easily retrieve the ceramic tip with an arthroscopic grasper. A back-up trident ablator was used to complete the procedure with no further complications, and no negative patient outcome.

Manufacturer narrative:
The 4.2mm trident alpha resection ablator was received with the insulation around the ceramic tip melted and deformed. The ceramic tip and metal conductive ring were detached and not returned. The condition in which the used ablator was received, is consistent with the use of high power generator settings and/or prolonged use. This device was manufactured on 06/25/2013 in a lot of (B)(4) units. There have been no other complaints for this item and lot number combination. A review of the device history records showed there were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported failure. A two-year review of complaint history shows only one previous adverse event for this product. To reduce the risk of patient injury, the product's instructions for use (IFU) provides the following warnings and precautions: use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. Use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns. Electrodes must only be used in a conductive fluid medium to avoid insulation damage. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. Do not pry or pull tissue using the device. Insulation may be damaged. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device.